Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by the physician's office, a percutaneous fluid adjustment was performed. Upon receipt of the physician's file note, it stated, "8 cc of saline was injected into penile prosthesis pump under sterile conditions. Puncture site then had neosporin ointment applied".